Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 24.5 mmol/l, 12.9 mmol/l, and 9.0 mmol/l. The customer then tested 7.9 mmol/l on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system.